Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: when the reload "fell apart" into two pieces, was the metal cartridge pan separated from the plastic portion of the cartridge? Or, was the plastic portion of the cartridge damaged? The metal pan was separated from the plastic portion of the reload. It appears that the reload may have partially fired. I can¿t tell if the cartridge was damaged any further. Did any piece fall into the patient? Yes, the plastic portion of the cartridge and metal cartridge pan separated and fell off of the cartridge deck into the abdomen of the patient. If yes, was it retrieved? All known portions of the cartridge were retrieved. If yes, did this cause a change in the plan of care for the patient? It added extra steps to the procedure in that the surgeon had to remove the two portions of the staple cartridge. An additional stapler was opened to finish the case. No, complications to the patient reported. Are the cartridge and all pieces returning with the device? All known pieces are returning with the device: 1xatw35, 1xmetal cartridge pan, 1xplastic portion of reload (blue).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device with blue reload malfunctioned. Device fired two white reloads with no complications. The third firing with a blue reload did not function properly. Surgeon reported to rep that the blade didn't advance and didn't cut tissue. When the device was opened the reload "fell apart" into two pieces. Surgeon reports that the device might have partially stapled the tissue. Case completed with another device of the same product code and blue reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5681k. The analysis showed that the atw35 device was received in good visual condition and with a tr35b cartridge reload present. The cartridge was received partially fired 1/3 and with the cartridge lock out tab damaged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.